Event description:
It was reported that the device lasted less than five years. The device was removed and replaced. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4965 (x3) implantable pacing lead: implanted (B)(6) 2008.

Event description:
It was reported that the device lasted less than five years. The device was removed and replaced. No further patient complications have been reported.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.